Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the surgeon was using the device to lift the peritoneum in the pelvis in order for better visibility and access of the colon, the instrument shaft ball and socket joint that connects to the smaller fan fingers, lost its ability to function as in went floppy. It did not fall off and was still attached. Then the plastic casing on the ball and socket joint broke off into the abdominal cavity. The plastic was retrieved by the surgeon by using other laparoscopic instruments as a grasper. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clevis of the instrument was broken. It was reported that a component disengaged from the device into the surgical cavity, the device broke, the device did not work as expected, and the physical appearance of the product was different than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the instrument was forced beyond its indicated use and by applying excessive stress over the clevis. The plastic clevis was broken from the pin hole which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.